Event description:
Allergic reactions after surgical implantation of polypropylene mesh ((B)(6) 2014) to repair inguinal hernia. Reactions included daily varied outbreaks of hives and rash over chest, arms, groin, inguinal site and abdomen. Had surgery to repair a right side, inguinal hernia. A polypropylene mesh/plug was implanted to repair hernia ((B)(6) 2014). Within 24 hours of this implantation, numerous reactions around my body began to occur in addition to the expected pain and testicle swelling. These reactions included rash and hives on scrotum, penis, chest, and arms. A large (6 cm diameter), discolored rash developed in the bed of each elbow as well as hives down the length of both arms. Unsuccessfully treated outbreaks with 25mg benadryl tablets and 1 percent cortisone cream. Checked with surgeon to ask if this reaction was normal or my body reacting to or rejecting the mesh implant. The response was there was nothing in the implant that the body would react to in such a manner and suggested it must be something else. Hives continued to develop down both arms from elbow to wrist, on the chest, on the neck, and groin area. Went to emergency room ((B)(6) 2014) to resolve severe allergic reaction. Referred to an allergist for evaluation and resolution. Allergist prescribed medications to end daily allergic reactions ((B)(6) 2014). Allergic reactions continued. Reactivity to polypropylene mesh was eventually determined using separate patch test ((B)(6) /2014). Allergist contacted manufacturer (date unk) and referred me back to surgeon for further action. Surgeon indicated he would remove implant as needed ((B)(6) 2015). Elected not to remove yet since surgical area continued to heal and allergic reactions have decreased. Emergency room treatment post surgery ((B)(6) 2014).